Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 355028 lot# n316557, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a lead revision today due to the lead moving lower in the epidural space. It was noted that a new lead was going to be put in because, the patient lost coverage in the left leg. Device longevity was requested to determine if the device should be replaced at the time of the lead revision. Longevity was estimated at 25 months based on the following settings: prog 1: 2.2v, 50hz, pw of 450, 2 anodes, 2 cathodes; and prog 2: 1-5-2v, 50hz, pw of 450, 2 anodes, 1 cathodes. The device battery voltage was 2.985 v and replacement would be up to the physician. Additional information received reported that the patient had the lead replaced along with a rechargeable device. The patient was doing well with his therapy and getting good coverage.

Event description:
It was reported the patient¿s ins had depleted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient mentioned that his last device broke while on a call unrelated to this event. It was noted that 8 weeks before (B)(6) the patient was not getting any stimulation and it was determined that his lead broke. It was noted that the patient was unsure how or why but that he could have fallen on it or something happened while he was sleep walking. It was noted that at the time of replacement it was decided to replace the implantable neurostimulator (ins) as well because it had less than 50% battery left and they replaced it with a rechargeable. It was noted that the patient was uncertain if anything was wrong with the ins. It was noted that the patient made it clear that he had no complaints. It was noted that ¿they¿ determined that the leads were broken because they kept increasing and the patient felt nothing.

Manufacturer narrative:
(B)(4).

Event description:
It was noted the stimulator that was replaced had stopped working. It was reported the patient needed stimulation for their sciatica and it does not help for their nerve pain in their vertebra.